Manufacturer narrative:
The patient was referred to an oral surgeon and the broken part was removed from the patient's mouth on (B)(6) 2013. The patient was prescribed hydrocodone and an antibiotic for treatment. The patient had fully recovered and returned to the dental office on (B)(6) 2013, where the initial dental procedure was completed. To date, the patient is doing fine. The device was returned in a condition which made analysis impossible; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that one (1) vectortas 8mm mini screw had broken during placement on a patient.